Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported, that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube overfilled. There was no report of patient impact. The following information was provided by the initial reporter: overfilling past max fill line.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube overfilled. There was no report of patient impact. The following information was provided by the initial reporter: overfilling past max fill line.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 1-may-2023 h.6. Investigation summary: bd received [2] samples for investigation. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The samples were visually inspected with no issues being identified. The customer samples and 10 retention samples were draw tested. All tubes were within specification limits. Draw testing of the samples and retentions do not reveal overfill. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.